Event description:
At 1 year and 7 months after the primary, the patient came in reporting pain due to a loose cup, which was caused by a pelvic fracture. The surgeon revised the medacta cup and liner with a competitor's products and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 may 2022. Lot 163196: (B)(4) items manufactured and released on 27-july-2016. Expiration date: 2021-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.